Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 19, 2014. The following event was identified and is being reported to the FDA. A complaint was opened on (B)(6) 2013 in which the customer reported on the evening of (B)(6) 2013, unexpected movement of the dx-d600 overhead tube crane (otc) towards the rear of the room and hitting the stop with enough force to cause concern to the patient. Agfa performed internal impact tests to attempt duplication of the issue and found when the dx-d600 auto position button was pressed and the tachometer belt was removed, the otc showed uncontrolled movement. Corrective actions were required to upgrade system. Longitudinal tachometer signal was loose that made the servo electronics to perform movement to its maximum speed capability to the intended final destination. Agfa performed position and velocity calibrations, replaced broken tachometer and gear wheels and re-performed room layouts for improved movement flow of the otc. Agfa initiated the following corrective actions related to this dx-d600 event. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users.

Manufacturer narrative:
Statement in 2nd sentence reads "vigilance activity to report identified events was implemented march 19, 2014." The year should read 2015.

Event description:
Statement in 2nd sentence reads " vigilance activity to report identified events was implemented march 19, 2014." The year should read 2015.